Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device was manufactured on 24 jan 2022. - on 27 feb 2024, the battery voltage was measured at 2.97v. On (B)(6)2023, the device was interrogated and the statistics reset. At this time, the shocks should have probably been temporary activated then de-activated. This action switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve. It should also be noted that the battery voltage is sensitive to temperature. The battery curve is consistent with the switch into the specific mode on (B)(6) 2022, and fluctuating storage temperature. - no issue is suspected on this device.

Event description:
Reportedly, checking the ICD prior implantation, a vertical line was noticed in the battery curve which seemed abnormal.

Event description:
Reportedly, checking the ICD prior implantation, a vertical line was noticed in the battery curve which seemed abnormal.

Manufacturer narrative:
This case has been reopened following further investigations : - the device was manufactured on 24 jan 2022. - on 27 feb 2024, the battery voltage was measured at 2.97v. - on 11 october 2023, the device was interrogated and the statistics reset. At this time, the shocks should have probably been temporary activated then de-activated or another reprogramming. One of this action switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The root cause of this behavior could not be determined with certainty. The most probable hypothesis would be a software bug. - it should also be noted that the battery voltage is sensitive to temperature. - the battery curve is consistent with the switch into the specific mode on 05 december 2022, and fluctuating storage temperature.